Event description:
A us distributor reported that a battery charger was unable to power on.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (will not power on) was confirmed. Upon investigation, the charger was unable to charge a battery pack. The root cause for the charger not charging a battery pack was unable to be positively identified and is be investigated by the vendor.